Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. The patient's lead tested for high and low impedances. X-rays was taken and confirmed the contacts are lined up properly in the ipg. Reportedly, the high impedance was due to a scar tissue. As a result, the patient underwent surgical intervention wherein the lead was replaced.

Event description:
Follow up revealed that effective therapy was restored post operatively.